Event description:
The pen needles are incredibly painful when they go in. When the patient goes to inject, the button is incredibly difficult to push.

Event description:
The pen needles are incredibly painful when they go in. When the patient goes to inject, the button is incredibly difficult to push.